Manufacturer narrative:
The customer reported complaint of the pcu (8015) keypad resulting in the device not turning on was confirmed. During internal inspection, 1 out of 1 keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was observed to be in good condition with no issues observed. Test results identified that certain keys were not functioning on the returned keypads. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.